Event description:
Caller tested 1.7 inr on the coaguchek xs system while a comparison lab returned as 2.67 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The caller reported that her customer's tube had a leak and would no longer hold air. This occurred after about 15 days of use and did require recannulation. The caller did not know what the source of the leak may have been; it could have been the cuff or the pilot line. The caller stated that there was no pt harm.